Manufacturer narrative:
Returned for evaluation was a one smartport with catheter tubing attached to the port and 2 loose pieces of catheter tubing. A visual inspection of the port was performed using magnification. The port was received with a small section of catheter tubing attached and metal collar connected. The port septum shows many punctures, however there was no damage or manufacturing non-conformances observed. A fracture in the catheter tubing was observed at the 15.5cm mark at the location where the tubing exits the metal collar. This fracture is jagged and has appearance of being a flex-life failure. A foreign substance was observed along the entire length of the catheter tubing with the coating being heavier in certain areas. Foreign substance was also observed on the inside of the metal collar and outside of the catheter tubing at the port connection. The foreign substance is potentially fibrin sheath or precipitate of drugs used for treatment. Dimensional testing was performed; the device passed all testing and met manufacturing specifications. The customer's reported complaint description of difficulty removing catheter during explant procedure is confirmed. Catheter tubing was returned and a foreign substance was observed on the outside of the tubing. The foreign substance is potentially fibrin sheath or precipitate of drugs used for treatment. A ship history review of the packaging and catheter lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Evaluation of the returned port and catheter tubing showed no damage or manufacturing non-conformances and catheter tubing met dimensional specification. The root cause of the difficulty in removing the catheter tubing during port explant procedure is the presence of the foreign substance on the outside of the tubing. The substance likely reacted with the surrounding tissue in tunneled area and vasculature making removal difficult. The root cause of the substance cannot be definitively determined, however, is potentially due to a hole in the catheter tubing (fracture due to flex-life failure) that leaked therapeutic agents to the outside of the tubing in the tunneled tract. When present in the tunneled tract, the leakage pooled around the exterior of the catheter. Other potential contributing factors to flexural fatigue include the patient anatomy and age, i.e. Pediatric patient that is growing while port is implanted and length of time port was implanted. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
Angiodynamics has received notification that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport. This retrospective MDR is being filed at this time based on the new ineligibility notice, dated (B)(6) 2017. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2016: treating physician was removing a port that was placed on (B)(6) 2014. The rn stated the catheter tubing looked friable with a lot of reaction around it, similarly stuck like previous events. However this port and catheter was removed successfully, but it was difficult to remove. The reported device has been returned to angiodynamics for a device evaluation. The evaluation and root cause determination are in process.